Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product may have developed an infection. The patient's wound had dehisced and consequently, he was given intravenous antibiotics but he left the hospital prior to infectious disease consult. The patient was checked afterwards and it was noted that the wound was healing well. There were no additional adverse effects reported. All available information indicates that the product remains in service.